Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing had pulled away from the site (quick release) which led to increased blood glucose level of 600 mg/dl. The site location was on right side of his abdomen. Reportedly, the infusion had been used for two days. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the body. Upon investigation of the returned used device (1 set), it was found that the tubing was detached from the tubing connector. No further information available.